Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. The customer's blood glucose reading was 251 mg/dl at the time of incident. Troubleshooting found that there was an additional alarm in the pump history. The customer was advised that the device would be replaced and to return the product for analysis no further details given.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No e13 alarm noted. However, the insulin pump was received with cracked case at the display window corners and minor scratched display window.